Event description:
This pt had a right total knee replacement in 1998 and has had pain since that time. Pt has decreased range of motion and uses a wheel chair for ambulation. Pt was admitted to this facility for a revision of the right total knee. The femoral and tibial components were removed and replaced.